Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, the patient was unresponsive as a result of ketoacidosis and unspecified metabolic and gastrointestinal issues. The patient was transported to the hospital via ambulance and admitted for treatment. The cgm/bg values at the time of the event were not provided; however, it was reported there was a 100 mg/dl-point difference between the cgm/bg values. There was no documentation of the type of medical intervention provided. The patient was released from the hospital after an unspecified amount of time and has recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.